Event description:
A 7.0mm diameter x 17mm length medtronic ave peripheral biliary stent was inserted into the left renal artery and deployed at 12atms., after predilation with a 6.0mm diameter balloon. During deployment of the stent, the pt had pain. After deployment of the stent, it was noted that there was a "peri-stent" perforation located closer to the ostial end of the stent at the inferior border of the artery. A pta balloon was then inserted and inflated to treat the dissection. The pt is doing fine, and there is no further clinical sequelae reported relative to the event. The physician was concerned that the stent delivery balloon may be larger than the labeled size; however, there was no device retured for eval. Review of the "cut" films revealed that there was extravasation of contrast at the inferior border of the artery at the proximal end of the stent. These films also revealed that the qca measurements for the stent diameter varied from 5.99mm to 7.99mm diameter, indicating that this method of measurement may not be accurate. Furthermore, the stent appeared to be somewhat large for the target vessel.